Event description:
It was report that during a laparoscopic cholecystectomy procedure, the device was not feeding the clips and the clips that did fire were malformed. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: which firing did this occur on? Third. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? No. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Cystic duct please specify the size of the vessel? Asku. Were any unexpected noises heard? No. If so, when? Was the device fired after this incident in or out of the patient? In. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? Not in the jaws fully. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was fired and two clips were partially fed. The clips were manually removed from jaws to continue testing the device. It was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended but the orange indicator did not show up. Please note that this condition is unrelated with the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted in the internal components. No conclusion could be reached based on the analysis results as to what may have caused the feeding issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.